Manufacturer narrative:
Pump received with high stop current due to damage out of box voltage leak on interface board. Pump passed displacement test, self test and off no power test.

Event description:
It was reported that the device was having low battery alerts, customer was sent a new battery cap but issue persists. Report does not state whether the reservoir is not able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.